Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from patient with symptoms of pneumonia. Patient had tested positive for covid-19 on (B)(6) 2021. Patient samples were run on three tests. First test occurred on (B)(6) 2021, np swab on bd max sars-cov-2 that produced a result of sars-cov-2 negative. Second test occurred on n (B)(6) 2021, np swab on xpert xpress sars-cov-2 that produced a result of sars-cov-2 positive. Third test occurred on (B)(6) 2021, np swab on biofire sars-cov-2 pcr that produced a result of sars-cov-2 negative. Results were reported to the physician. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Review of data provided by the customer showed a positive n2 result with a late CT of 41 but no evidence of product malfunction.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from patient with symptoms of pneumonia. Patient had tested positive for covid-19 on (B)(6) 2021. Patient samples were run on three tests. First test occurred on (B)(6) 2021, np swab on bd max sars-cov-2 that produced a result of sars-cov-2 negative. Second test occurred on n (B)(6) 2021, np swab on xpert xpress sars-cov-2 that produced a result of sars-cov-2 positive. Third test occurred on (B)(6) 2021, np swab on biofire sars-cov-2 pcr that produced a result of sars-cov-2 negative. Results were reported to the physician. Review of data provided by the customer showed a positive n2 result with a late CT of 41 but no evidence of product malfunction. Cepheid's patient safety board consult review determined this to be a true positive with target/s near limit of detection or near cut-off. Sample process control amplification and end point fluorescence appeared normal. Discrepant with both bd max sars-cov-2 assay and biofire rp 2.1 assays are likely due to the presence of low concentration of viral nucleic acid in the sample. Based on the cycle threshold value from xpress sars-cov-2 assay, this is at or below the assay's limit of detection. Given that bd max lod is 640 gc/ml and biofire rp 2.1 assay lod is 500 copies/ml, both which are higher than xpress sars-cov-2 lod, the amount of rna present is well below the lod of these assays. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.